Manufacturer narrative:
(B)(4). This serial number is associated with a field correction currently in process (z-0483/88-2011). At this time it is unk whether that self test warning is associated issue associated with field correction.

Event description:
Product displayed self test warning.